Event description:
It was reported that the right atrial (ra) lead was unable to capture and had undersensing due to dislodging within six days of implant. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).